Event description:
It was reported that during the use of the product, the pilot balloon got detached from the inflation line. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Expiration date and manufacture date are unknown, no product information has been provided to date. One used decontaminated sample was returned for investigation without its original packaging. No lot number provided, no laser printed lot number present on product. Under visual inspection we noticed that inflation line was detached from pilot balloon.

Manufacturer narrative:
Other, other text: corrected data: h1, corrected data: corrected data: h1 malfunction.